Event description:
During service for preventive maintenance, the manufacturer's service technician reported the ventilator would not power on via ac power. The service technician replaced the power supply to address the finding. Performance verification testing was completed and tests passed per operating specifications. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.